Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 7496, serial# (B)(4), implanted: (B)(6) 1990, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1990, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the deep brain stimulation (dbs) system was removed as the patient's body was rejecting it. It was also stated that the electrodes were left in the patient as they could not be taken out. It is unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.